Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. Product code and lot number of suture involved? What in the physicians opinion are the factors contributing to the patient symptoms of swelling and pain? Please explain what is meant by ¿bulge on the left side of the nose? Please explain location of scar tissue. Do you have any photos? Patient pre-operative diagnosis and indication for initial surgery. Procedure name. Initial procedure date . How was the suture placed (interrupted or continuous)? Which tissue layer, at which location, was the suture was used to close? Can you describe the tissue condition when the suture was placed? How was the suture tied? Dates and timelines that patients symptoms first began following the initial surgery and what were the symptoms?

Event description:
It was reported that the patient underwent a nose reconstruction procedure on an unknown date and suture was used. Ten months following the procedure, the patient experienced swelling, pain, scar tissue and a bulge on the left side of his nose. The condition was treated with a steroid injection. Additional information has been requested.